Manufacturer narrative:
Insulin pump was received with a blank display, problem isolated to pcb2. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify failed batt test alarms or charge/battery lasts less than expected due to blank display. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and low battery alert. Troubleshooting was performed. Customer stated they had tries using 5 batteries but the issue continue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.